Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient received a total of four units of prbc. On (B)(6) 2019 patient has an upper gi endoscopy with small bowel enteroscopy; findings of stomach and esophagus normal. A single bleeding angiodysplastic lesion in the duodenum was clipped. On (B)(6) 2019, the patient underwent a repeat small bowel enteroscopy due to a drop in hemoglobin again. Findings were normal. The patient was discharged home on (B)(6) 2019 and is currently stable. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 6 months. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presented to an outside hospital with complaints of lower extremity weakness and of large dark and tarry stool. Patient's hemoglobin was 5.9. Patient was transferred to st. Vincent hospital (implanting center) and received 2 units prbc over 24 hour period. Hemoglobin increased to 7 after transfusion. The patient's anticoagulants at the time of event, aspirin and warfarin, were placed on hold. The patient had an endoscopy and gi evaluation. A single bleeding angiodysplastic lesion was identified in the duodenum and clips were subsequently placed to stop the bleeding. The patient continues to require blood transfusions (total 4 units prbc). Upon additional gi consultation, octreotide 100mg subq bid has been started. Further information has been requested but has not yet been provided.